Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. Visual inspection confirmed the reported defect as a small (~1mm length), thin, white colored particulate contained in the un-used bag. Magnified inspection of the particulate found it to appear similar to acrylonitrile/butadiene/styrene (abs) co-polymer, which is used by a third party supplier to manufacture the fill port on the bag. A supplier corrective action is in-progress for the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter operator of device: unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have white particulate matter. The leak was discovered before use. This report documents no patient involvement or adverse events. No additional information is available.